Manufacturer narrative:
D3 - mfg establishment name- corrected. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the hydromorphone patient controlled analgesic 50ml had 9.5ml remaining. Upon changing cadd and wasting remaining reservoir, the nurse noted 21.8ml of hydromorphone remaining. The event occurred while in use with a patient at the patient's home. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.